Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. The first cylinder had a hole and tool marks in the proximal end of the cylinder from sharp instrument. The first cylinder had wear at fold in the proximal end of the cylinder. The first cylinder had a leak from sharp instrument in the proximal end of the cylinder. The second cylinder had a hole and tool marks in the middle of the cylinder from sharp instrument. The second cylinder had a leak from sharp instrument in the middle of the cylinder. The ms pump was microscopically and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within it. No leaks were found in the ms pump. The reservoir was visually inspected and tested for leaks. The reservoir passed the visual inspection. No damage or abnormalities were found. No leaks were found in the reservoir. Based on the information available and analysis results, the reported allegation of pump inflation issue was unable to be confirmed as the pump was not functionally tested. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not inflating, as the pump did not respond to the restart button when pressed. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not inflating, as the pump did not respond to the restart button when pressed. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.